Event description:
It was reported that the device had reached elective replacement indicator (eri). It was noted that there was an electrical reset message and high ventricular impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. Concomitant medical products: 5592 implantable pacing lead: (B)(6) 2003. (B)(4).